Manufacturer narrative:
(B)(4). The sample was evaluated. The reported issue was confirmed. The cause of the defect was determined to be an absence of solvent in the arterial chamber and cap assembly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
A nurse from the (B)(6) reported that after 1 hour and 20 minutes into the therapy a blood leak in the arterial chamber of the blood line was noticed. The blood leak was in the assembly between the chamber and the red cap. The patient experienced hypotension accompanied with diaphoresis. The patient was treated by the doctor. The patient recovered easily with saline IV (1500ml). The sample is available for evaluation.